Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. Noted on the sheet: "reason: dislocation." Spoke to rep. Patient presented with a dislocation. Surgeon attempted closed reduction, which failed, and decided to revise. Intra-operatively, the metal liner was well-fixed to the shell, the poly insert was out of the metal liner, and the femoral head was in the poly insert. Patient was revised to an lfit v40 head and constrained liner. Branch provided the primary implant sheet. Rep confirmed that no further information will be released by the hospital or surgeon.